Event description:
Reporter alleged obtaining the results of 481 mg/dl, 149 mg/dl and 111 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she ate a sandwich about an hour prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.